Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, hardening, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the malar, prejawl, and fossa pinforme with juvéderm¿ voluma¿ with lidocaine. After injection patient used ice. Two months later patient developed edema and hardening of left malar region. The next day patient was prescribed prednisone. A month later all of the injected areas had the edema reaction and various hardening points. Physician injected hyaluronidase (biometil) twice, about a month apart. After the second injection patient developed an allergic reaction to hyaluronidase, which evolved to glottal edema and resolved at the hospital. The patient then chose to continue treatment with another professional and has since presented improvement of the nodules on the face. The reporting physician notes "so far" the event has caused a permanent injury. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the malar, prejawl, and fossa pinforme with juvéderm¿ voluma¿ with lidocaine. After injection patient used ice. Two months later patient developed edema and hardening of left malar region. The next day patient was prescribed prednisone. A month later all of the injected areas had the edema reaction and various hardening points. Physician injected hyaluronidase (biometil) twice, about a month apart. After the second injection patient developed an allergic reaction to hyaluronidase, which evolved to glottal edema and resolved at the hospital. The patient then chose to continue treatment with another professional and has since presented improvement of the nodules on the face. The reporting physician notes "so far" the event has caused a permanent injury. Symptoms are ongoing.